Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the ar-8988-cp during the procedure. Reference: (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/4/2025, an arthrex subsidiary employee reported via email that the fibertak from an ar-8988-cp fiberlock suspension implant kit became caught on the cortex, causing the shaft to bend and making it impossible to insert the anchor properly during placement in the index finger of the patient. The surgeon used a mini tightrope instead, and the surgery was completed successfully. No detailed information was provided regarding the type of surgery. Prolonged surgical procedures exceeding one hour were reported, and additional anesthesia was administered accordingly. The procedure was performed on b)(6) 2025. Additional information was received on 09/05/2025: the actual surgery was delayed by approximately 15-20 minutes, which differs from the time initially reported. The issue occurred during a cm joint arthroplasty procedure. The patient's bone quality was assessed as hard. During the procedure, the surgical team inserted the 1.35 mm guide wire from the kit, positioned the drill guide, and then used the 1.6 mm drill to create a bone hole in accordance with the procedure manual.